Event description:
It was reported that the patient developed suicidal thoughts and committed suicide. The reporter stated the products functioned normally. Additional information received reported the patient¿s healthcare professional was not sure of the date of death, but was notified on (B)(6) 2013 that the patient had passed away. The reporter stated the system had not been explanted.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v646607, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v947057, implanted: (B)(6) 2012, product type: lead. Product ID: 37092, lot# 267130002, implanted: (B)(6) 2011, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).